Event description:
A pharmacist of the facility reported to baxter (B)(4) of a solution administration set in which the operator found the spike of the set was broken. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510(k) number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the defective sample was available for evaluation at the plant. The visual inspection revealed that the end of the spike showed inadequate molding in the raw material part. The involved part used during assembly of this product is not manufactured at the plant but purchased from an external supplier. No other test was performed. The assignable root cause of the reported problem is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.